Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on 2023 by the journal of shoulder and elbow surgery. ¿lateral ulnar collateral ligament reconstruction using an autologous triceps tendon graft for subclinical posterolateral rotatory instability in recalcitrant lateral epicondylitis.¿ the study reviewed 17 patients with collateral ligament instability treated with bioabsorbable interference screws and identified suture granuloma in 1 patient during the 3-year follow-up period. Ref: eigenschink m, pauzenberger l, laky b, ostermann rc, anderl w, heuberer pr. Lateral ulnar collateral ligament reconstruction using an autologous triceps tendon graft for subclinical posterolateral rotatory instability in recalcitrant lateral epicondylitis. Journal of shoulder and elbow surgery. 2023;32(6):1262-1270. Doi:10.1016/j.jse.2023.02.123.